Manufacturer narrative:
Device manufacture date updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the issue could be isolated to the communication between the navigation system and the imaging system used in the procedure. It was noted that other medtronic imaging systems at the site could establish communication. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system was unable to establish communication with the medtronic imaging system though the application software displayed a green line of communication. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. It was noted that when the imaging system sent images to the navigation system, it was successful following a ping from the imaging system to the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a red line of communication appeared when the reported issue occurred. Correction: while troubleshooting the imaging system, the connectivity of the digital intercommunication of medicine (dicom) in the viewing station of the imaging system was verified to restore functionality.

Manufacturer narrative:
Additional information: functionality was restored by selecting the navigation system in the digital intercommunication of medicine (dicom) settings of the imaging system.